Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels (250- over 600 mg/dl) with a large ketone level. The cause of the high bg was not known. The infusion set site was changed multiple times and correction boluses were delivered to address the high bg. The customer reverted to insulin injections to manage diabetes. The customer was to be meeting with a healthcare provider to discuss the high bg events.